Event description:
It was reported that the patient presented to the emergency room (ER) with no pacing, a low heart rate, and dizziness. The right ventricular lead had a micro dislodgement, high threshold, and noise. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 implantable pacing lead 2013-(B)(6), vedr01 implantable pulse generator 2013-10(B)(6). (B)(4).